Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient failed to use or recharge their scs system for 2 years due to a misplaced charger. Reportedly, the ipg was subsequently deemed inoperable. As a result, surgical intervention was undertaken on (B)(6) 2018 where replacement of the ipg resolved the issue.